Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and determined that there was malfunction with the fluro storage not possible. The rse found that issue was with the image disk. The actual cause of the issue was due to fact the ip-pc (tp) did not start up (properly). Rse checked ip-pc power and perform cold reboot of the system. After that the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again.based on the investigation results, philips concluded that the complaint is not reportable. Clinicians on the pms clinical expert team and igt-s medical and clinical affairs team have concluded the following: if a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The gdt has been updated to not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was giving an error indicating an image disk space is problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported.